Event description:
The user facility reported that the touch panel to their hv1000 video switch was "unresponsive". No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 video switch and found the main power switch needed to be rebooted. To resolve the issue the technician rebooted the main power switch, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported